Manufacturer narrative:
Hologic technical support (ts) reviewed logs and confirmed all results for the sample in question were valid. Hologic product applications specialist (pas) reviewed logs and found no instrument or gross contamination issues. Since there were no other positive samples near or around the initial result, pas concluded there was likely sample mishandling or a low-target concentration. Customer informed ts that the employee was given a dose of the sars-cov-2 vaccine and had a sample recollected for retest. No further issues reported. Hologic and FDA met on october 29, 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 ((B)(4)), aptima sars-cov-2 (B)(4), and aptima sars-cov-2/flu ((B)(4)). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from march 16, 2020 to present.

Event description:
Customer reported one sars-cov-2 tma run, wl 000685-20210112-04, using assay lot 287425 on panther instrument sn (B)(4) which had a discrepant sample. Customer retested the sample in question since it was a low positive, and the same sample and a fresh aliquot were negative in the wl in question. The information provided by the customer was insufficient to characterize any sample as a confirmed false result. The positive result was reported out as the sample came from an employee, but there we no associated/reported adverse events.